Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient stated that the controller was not working properly and the patient was waiting for a replacement. The patient was wearing the pod between 4 and 24 hours. The patient was running high and administered a correction bolus; however, an incorrect dose was administered. Subsequently, the patient's blood glucose levels declined (no specific values were provided) and emergency medical services were contacted. The patient was treated with sugar water. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.